Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient was implanted with coloplast omnisure, restorelle dfa and restorelle dfp mesh on (B)(6) 2012. Later the patient experienced vaginal irritation, vaginitis, recurrent prolapse, yeast infections, mesh erosion approximately 3 mm in the diameter of the vaginal apex, dysfunctional voiding, vaginal prolapse with cystocele and vaginal vault prolapse. Between (B)(6) 2012 and (B)(6) 2013 clobetasol and diflucan were prescribed. A revision of vaginal mesh [the provided documentation indicates this was an explant], repair of cystocele, suspension of the vaginal vault to the sacropinous ligaments and cystoscopy were performed on (B)(6) 2013.